Event description:
It was reported that an ilet user experienced hyperglycemia with a fingerstick value of 377 mg/dl and pump reading of 364 mg/dl several hours after a meal announcement for dinner and ice cream, with no device alarms and no evidence of infusion site leakage; the user reported significant scar tissue, was using a cannula infusion set, and completed a site change with new supplies as troubleshooting. Symptoms included no reported clinical symptoms. Outcomes included no hospitalization and a plan for follow-up to confirm blood glucose trending down. Investigation included remote troubleshooting and user education regarding infusion site management and performing a site change. Investigation of this case revealed no device alarms and an unclear cause of hyperglycemia, with potential contribution from infusion site absorption variability given reported scar tissue, though no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.